Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The operator received an electrical shock, and a spark was observed while reseating the electrical cables of the alinity hq processing module. This occurred while the power to the unit was still on. The operator did not seek any medical treatment and is doing ok. No further impact to user safety or patient management was reported.

Event description:
The operator received an electrical shock, and a spark was observed while reseating the electrical cables of the alinity hq processing module. This occurred while the power to the unit was still on. The operator did not seek any medical treatment and is doing ok. No further impact to user safety or patient management was reported.

Manufacturer narrative:
A damaged harness cable assembly was deemed the likely cause for the electrical shock. The investigation included a review of product historical data and product labeling. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify any trends or abnormal complaint activity. Labeling was found to be adequate for the complaint issue. Based on the complaint investigation no product deficiency of the alinity hq processing module, list number 09p68, was identified.